Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached ruby coils using a lantern delivery microcatheter (lantern). As the physician advanced another ruby coil, the lantern backed into the diagnostic catheter; consequently, the ruby coil detached. The ruby coil detached in the target location and, therefore, it was left in the patient. The procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.